Event description:
A customer observed lower than expected vitros ipth quality control results obtained from two different lot numbers of vitros l3 quality control fluids on a vitros 5600 integrated system. Ocd ipth control level 3, lot 0330: 367.634, 361.672 pg/ml vs. The expected mean of 538.4; ocd ipth control level 3, lot 0360: 301.617, 311.767 pg/ml vs. The expected mean of 456.3. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of affected patient results occurring or reported from the laboratory. There was no allegation of patient harm. This report is number two of two 3500a forms filed for this event, as two devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros ipth results were obtained from two different quality control fluids on a vitros 5600 integrated system. A definitive root cause for the event could not be determined, however, improper quality control sample handling, or unexpected performance issues with the vitros quality controls or the vitros ipth lot 0401 reagent packs in use at the time of the event cannot be ruled out as a contributing factor. Acceptable vitros ipth performance was obtained when non-vitros biorad control fluids were put into use; however, the biorad controls are not targeted at the same concentration as the vitros l3 control. A definitive root cause for the event could not be determined.